Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a sudden change in sensing from 12mv to as low as 2.5mv. Impedances and threshold measurements were stable. Defibrillation threshold (dft) testing was performed to assess the ability to detect ventricular fibrillation (vf). Fluoroscopic imaging confirmed lead microdislodgement. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.